Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken and the pump in poor condition with the top case cracked at the front corner and the right plunger case cracked. A review of the event history log found a motor rate error. Flow testing and occlusion testing was performed and was unable to replicate the reported issue. Based on the evidence, a root cause was unable to be determined. No fault was found with the device function.